Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3b patient gender: female was the answer provided. Section b-3: date of event: unknown/asked information was not provided. The best estimation date is between (B)(6) 2024 and (B)(6) 2025 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The dxr00v model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Due to complaints of refractive miss and partly because the patient wanted more near vision, the iol was explanted in a secondary surgical procedure and replaced with a drt150 16.5 diopter iol. There was no incision enlargement, no serious patient injury, no sutures, and no vitrectomy during the lens exchange procedure. Patient prognosis and visual acuity post-lens exchange was reported as excellent, 20/30 and j1. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 18-apr-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received in a specimen cup in an unknown liquid. During a visual inspection, the device was inspected under magnification. The lens was cut in half. A chip on the edge of the lens was also identified. No further issues were identified. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.